Event description:
Product surveillance spoke with the home patient's wife on (B)(6) 2012 regarding a check final line (cfl) alarm. The home patient's wife did not have any information regarding the reported cfl. The home patient's wife stated that the hp was having a lot of trouble with connecting his cassettes to the bags. The home patient's wife explained that they met to their registered nurse (rn) about this problem yesterday and they realized that they were using cassettes with the wrong connector type with the bags when setting up for therapy. The home patient's wife stated that the home patient (hp) never completed therapy with these incorrectly connect supplies. The hp missed many therapy sessions. The home patient's wife stated that the wrong cassettes were discarded. The home patient's wife that the hp therapy has been going well since resolving the set up issue and that the hp will be having a kidney transplant surgery soon. There have been no other issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number is unknown and therefore a batch review could not be performed. The sample was not available. The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.